Manufacturer narrative:
Siemens is conducting a comprehensive investigation into the reported event. As the investigation is ongoing, the root cause has not yet been established. A supplemental report will be submitted as soon as additional relevant information becomes available, and a final report will be provided upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno system. During an emergency patient procedure, no table movements were available. The patient had to be moved to complete the procedure on an alternate unit. No injuries or adverse health effects have been reported in connection with this event.